Event description:
It was reported postoperatively the patient started experiencing chest pains and dyspnea and presented with an elevated gradient. The valve was removed and replaced with another manufacturer's bioprosthetic valve.